Event description:
It was reported that multiple spectrum pumps alarmed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is identified and returned an evaluation will be completed and a supplemental report will be submitted.